Event description:
The pump was returned for service with the report "keeps shutting itself off. Bad display". Info was not provided whether or not the device was on a pt when the reported situation occurred. No pt injury has been reported. No additional details are available.